Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac 4.2fr s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break and material separation issues, as a complete circumferential break was noted on the distal end of the catheter. The surface of the complete circumferential break on the distal end of the catheter was noted to be uneven, granular and glossy. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post chronic catheter placement, catheter allegedly broken. It was further reported that the distal catheter segment was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two months post chronic catheter placement procedure, catheter allegedly broken. It was further reported that the distal catheter segment was removed from the patient¿s body. There was no reported patient injury.